Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The manufacturer received information regarding a dreamstation. There was no evidence of foam degradation. There was also evidence of dirt and dust contamination inside the device. The device was returned to a third party service center. Power connector of the unit is corroded and the unit can't be power on in order to be able to collect the error log/machine hours error code numbers/software version. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. If any additional information is received, a follow up report will be filed.